Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a telemetry session was unable to be established between the implantable pulse generator (ipg) and the programmer. A magnet was placed between the ipg and the programmer head and the issue was resolved. The ipg remains in use. No patient complications have been reported as a result of this event.